Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). The usm was returned, and failure analysis confirmed and replicated the customer reported complaint. Fa found the 23118 error in the system error logs indicated that the axis 1 motor encoder incremental track had slipped, suggesting a possible disconnected encoder or intermittent loss of signal, confirming the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The usm was installed onto a golden system where the component functioned as expected. When installed onto a patient side cart (psc) fixture test platform (pftp), the sine cycle was found to be failing on the yaw with 23118 and 23138 encoder errors. The probable root cause is attributed to a failure of the yaw chipencoder virtual absolute (cva) printed circuit assembly (pca), which resulted in the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) outside of the operating room (or) and reported that they were getting a fault on universal surgical manipulator (usm) 1 and disabled the usm. The tse reviewed the logs and found error 23118. The customer was moving forward with the case without usm 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.